Event description:
Clinical trial. It was reported that 435 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified and treated one de novo, 4.0 x 20 mm, mildly calcified lesion of a svg (saphenous vein graft) to the 1st diagonal. Treatment consisted of direct stenting using a 3.5 x 28 mm taxus express2 drug eluting stent following deployment of a filterwire ez embolic protection device. The pt was discharged the following day on asa and plavix. It was reported that the pt expired 435 days following the index procedure. The cause of death and the events leading up to the death are not known. The only info available regarding the pt's death is a listing in the ssdi (social security death index). The pt was noted to not be taking asa or plavix at the time of the one year study follow up.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.